Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 23. Details of surgery: nerve encroachment and immediate extraction site. On 2023-01-20, non-osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, abscess, inflammation and numbness. No further patient complications were reported.